Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and the neurostimulator was explanted. The patient was reported as doing fine after the explant procedure. If additional information becomes available, a follow-up report will be sent.